Event description:
During a remote follow-up, noise was detected on the right ventricular (rv) channel of the device. The suspected cause was electromagnetic interference. Provocative testing was performed and the noise was not reproduced. No further intervention has been performed. The patient was stable and will continue to be monitored.